Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation. The error logs indicate that the processor pca and or the therapy pca needed to be replaced. The device was not able to be fully serviced due to repair site shutdown and was returned to the customer. A good faith effort was made to obtain additional information associated with this complaint evaluation. The error logs indicate that the processor pca and or the therapy pca needed to be replaced. The device was not able to be fully serviced due to the repair site shutdown and was returned to the customer. The customer was advised to replace the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement.